Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt's pump clotted off and stopped working over a few days. The pt had an emergency hysterectomy with bleeding. The pt was hemodynamically stable and was explanted. The pt was not a candidate for a pump exchange.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.